Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the endoscope broke making it difficult to remove from the body. Thereafter, it was safely removed with the aid of another inserted gastroscope. After removing the scope, the doctor switched to another scope to complete the procedure it is reported that the removal of the scope took more than one hour delaying the patient's treatment along with additional anesthesia required. The patient was discharged after one day of observation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. Since the reported issue was not reproducible, the event could not be confirmed. Although the insertion tube was noted to be dented, swelled, and bent, there were no reportable defects observed during the inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported failure could not be determined from the information obtained. This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, an update has been made to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the physician inspected the device prior to use and no abnormalities were observed. The physician used a gastroscope to enter the sigmoid colon and remove the device.